Manufacturer narrative:
A product investigation was completed: the returned device shows significant use during its lifespan, with numerous gouges and marks from hammer blows. The distal threaded portion of the device is broken off and was returned (the tip is approximately 25mm in length). The tip was not stuck into the insertion handle. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guides, this device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. A hardness and material test were performed; the material was confirmed to be according to specification requirements. The analysis also indicated a mixed quasi-brittle and ductile overload failure which is typical. The most probable cause of the failure was initial fatigue fracture, followed by tensile overload. The average hardness value meets the requirements of the drawing. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 15, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an intramedullary nailing of a right tibia, as the surgeon was hammering the nail down, the impactor broke off at the point of the junction of the insertion handle and the threads on the impactor. A broken piece remains in the insertion handle. The surgery was successfully completed with a two minute delay and no harm to the patient. This is report 1 of 1 for (B)(4).